Event description:
It was reported that during the final tightening of the four screws, the locking mechanism of the plate was compromised by the screw. Further examination revealed that the screw had passed through the plate. The plate and screws were removed and a new plate was implanted with a rescue used in the location of the plate malfunction.